Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to remove stylet from the lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet stuck inside the lead was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the stylet stuck inside the lead unable to be removed. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported events of stylet stuck inside the lead was isolated to the over torqued inner coil inside the connector region. All the damage found is consistent with procedural damage.